Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose despite changing their infusion set three times. The customer's blood glucose was 575 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the drive support cap appeared to be normal. It was also found the customer did not keep the insulin at room temperature. Customer also noted a bubble in their reservoir while troubleshooting. The insulin pump also passed a second high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.